Event description:
It was reported that the mother of the pt stated the cuff on the tracheostomy tube was deflating during use (within a few hrs or days). The mother is a nurse and re cannulated the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.